Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the cover for the gantry was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect cover has not been received by the manufacturer for analysis.

Event description:
A site representative reported that, while outside of a procedure, the gantry for the imaging system could not complete motion in the x-direction. It was reported that the inner cover of the gantry was damaged. No additional information was provided. There was no patient present when this issue was identified.